Event description:
It was reported that the balloon would not deflate. This ranger drug-coated balloon 6.0 mm x 60 mm, 80 cm was selected for use for fistula dilation. After treatment, the balloon would not deflate and the surgeon had to remove all materials so was unable to do the final check on the treatment site. The patient was reported to be doing well.